Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable clamp tubing alarm was noted. It was reported that the cassette was removed, tubing massaged, air bubbles were present in the cassette tubing. After cassette was tapped on a hard surface, reattached and pump turned back on, alarm returned. No patient consequences were reported. No adverse effects were reported.